Event description:
The pt had an abbott pacemaker (anthem rf 3210 crt-p), and abbott 2088 pacing leads. She was pacemaker dependent. She was found down in ventricular fibrillation. She was admitted to the ICU, device check showed multiple episodes of lead over sensing of noise. These were causing pauses. On telemetry she had episodes of pacemaker failure with resultant bradycardia dependent polymorphic ventricular tachycardia. Some of these episodes did not show up in the arrhythmia log in the device. There is a very dissecting possibility that the pt's death was caused by lead failure and bradycardia dependent vt/vf.